Event description:
Information received indicates the cannula fractured during bypass; the proximal connection site broke during an attempt to connect tubing to the product. The device was replaced during the case with no reported consequence to the patient.